Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary infusion of antibiotic fluid was flowing up into the primary infusion tubing despite having a backcheck valve. No patient harm was reported.

Manufacturer narrative:
(B)(4).